Event description:
Consumer reports their left index finger was cut from the foil lid stock on the contact lens blister container. The consumer reports they received stitches to treat the wound. The consumer provided treating practitioner information. However, this practitioner does not have record of a pt visit for the reported event.